Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-08832; 0001825034-2018-08833. Concomitant medical products: kne-vanguard-tibial trays-unk, item# unknown, lot# unknown; kne-vanguard-femorals-unk, item# unknown, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. No additional information is available at this time.

Event description:
It was reported that the patient underwent knee arthroplasty on an unknown date and subsequently was revised due to poly wear.

Manufacturer narrative:
Reported event was confirmed by review of xrays, which noted subluxation of the femur in relation to the tibia and diffuse joint space narrowing reflecting poly wear or poly dysfunction. Device history record (DHR) review was unable to be performed as the item number and lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.